Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on (B)(6) 2025 with nasal sample. The consumer initially tested with a quidel test on (B)(6) 2025 which generated a positive result. The consumer then tested five (5) times on (B)(6) 2025; initially tested positive with two (2) quickvue tests, followed by two (2) positive results with indicaid tests and subsequently tested negative with the binaxnow covid-19 ag self test. The consumer confirmed being asymptomatic and there was no patient harm due to the test results.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000910210 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 0000910210 and device part number 195-430wjr/ lot 910210. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000910210 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on (B)(6) 2025 with nasal sample. The consumer initially tested with a quidel test on (B)(6) 2025 which generated a positive result. The consumer then tested five (5) times on (B)(6) 2025; initially tested positive with two (2) quickvue tests, followed by two (2) positive results with indicaid tests and subsequently tested negative with the binaxnow covid-19 ag self test. The consumer confirmed being asymptomatic and there was no patient harm due to the test results.